Event description:
It was reported that (2) devices were used during a sub cholecystectomy. It was reported by the affiliate that the er320 did not fire the clips. Then the surgeon tried al236 during the procedure and the clips did not hold onto the artery.